Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to occlusion alarm. Customer administered a manual injection to address bg level. Customer changed pump supplies to address the issue.

Manufacturer narrative:
(B)(4).